Event description:
One craniofix clamp was loosened some days postoperativel. A revision surgery was necessary to remove the dislocated clamp.

Manufacturer narrative:
The item was reported and returned to aesculap ag for analysis.